Event description:
The MFR received info of a bipap vision shutting down with no alarm while on a pt. The pt required manual ventilation until they were placed on another device. The device has not been returned to the MFR for evaluation. A follow up report will be submitted when the investigation is complete.